Event description:
Reference MFR. Report # 1627487-2019-05786. It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 during which the patients leads were explanted and replaced. Patient now has effective therapy.

Event description:
Additional information received indicated the leads were possibly fractured prior to replacement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-05786: it was reported that the patient experienced ineffective therapy due to invalid impedances. Surgical intervention is planned to address the issue.